Event description:
It was reported "during an arterial line insertion attempt, the advanced practice provider (app) encountered an equipment malfunction. The needle was correctly placed, and the wire was inserted. However, when the app attempted to retract the needle, the wire became stuck. Both the needle and wire had to be removed together. A second arterial line kit was opened. The app tested the wire and needle prior to insertion, and the same issue occurred the wire became stuck during needle retraction. A third kit was then opened, tested, and functioned properly. The arterial line was successfully inserted on the third attempt." There was no medical intervention required. The patient's current condition is unknown at this time. Associated MDR numbers include: 9680794-2025-00830 .

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4) the customer returned one open arterial kit with the guidewire and introducer needle for evaluation. No signs of use in the form of biological material were observed. Visual examination revealed the one kink in the j-bend and one minor bend towards the proximal end of the guidewire. The customer reported the guidewire to be undamaged, so it is assumed these deformations occurred during shipment to the investigation site. Microscopic examination of the guidewire confirmed both welds were spherical and intact. No obvious defects or anomalies were observed in the returned 20 ga introducer needle. The kink in the guidewire measured 4 mm from the distal end. The bend in the guidewire measured 33 mm from the proximal end. The overall length of the guidewire measured 353 mm which is within the specification limits of 350.0 mm - 355.6 mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.610 mm which is within the specification limits of 0.610 mm - 0.635 mm per the guidewire product drawing. The inner diameter of the 20 ga introducer needle cannula measured 0.0270", which is within the specification limits of 0.0270" - 0.0285" per the cannula product drawing. The guidewire was functionally tested per the instructions for use (IFU) provided with this kit, which states "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The proximal end of the guidewire was advanced through the returned 20 ga introducer needle. The undamaged portions of the guidewire passed through the needle cannula with little to no difficulty. A manual tug test confirmed that the proximal and distal welds were secure and intact. The instructions for use (IFU) provided with the kit warns the user, "precaution: maintain firm grip on guidewire at all times," and "precaution: use care when removing guidewire. If resistance is encountered , remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The customer report of guidewire/needle resistance was not confirmed through examination of the returned sample. The returned guidewire and introducer needle met all relevant dimensional and functional requirements. Based on the investigation results, unintentional use error likely contributed to this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during an arterial line insertion attempt, the advanced practice provider (app) encountered an equipment malfunction. The needle was correctly placed, and the wire was inserted. However, when the app attempted to retract the needle, the wire became stuck. Both the needle and wire had to be removed together. A second arterial line kit was opened. The app tested the wire and needle prior to insertion, and the same issue occurred the wire became stuck during needle retraction. A third kit was then opened, tested, and functioned properly. The arterial line was successfully inserted on the third attempt." There was no medical intervention required. The patient's current condition is unknown at this time. Associated MDR numbers include: 9680794-2025-00830 and 9680794-2025-00834.